Event description:
Reportedly, pt expired approximately after an implant duration of 0.13 months (in late 2007, after an implant date of four days before), due to unk reasons. According to physician, the death was not device related as received during a follow up. Device was not explanted.

Manufacturer narrative:
Device not returned.